Manufacturer narrative:
Concomitant products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
The patient raised his arm up one time and it shocked the heck out of him. The first time this happened was in (B)(6). The patient got out of his vehicle and he felt like he got stung by something. The sting was right around the ins area. He had another sting the same day. The patient went in the house and took off his clothes because it felt like something had stung him. Then realized it may be coming from the ins. Three days later the patient started charging and he started getting warm on his back. The patient was having trouble getting ¿dialed in¿ and could not get the coupling boxes. Usually the patient can get 6 anytime. The patient was able to finally get 4 and then it started feeling hot so he stopped and then he was not able to communicate with the patient programmer (pp) either. The patient was not able to make adjustments. The patient did not have a current doctor. Additional information has been requested.